Event description:
Spontaneous. Patient reports cassette issue. Pt reports that they have been noticing "black whiskers" inside their cassettes. When pt sees this they throw the cassette away and use a new one. Patient does not have any of the affected cassettes available for return but if this issue occurs again pt will save them to be returned if needed. Adverse event did not occur while in use. Pt was able to use back up supplies. Patient reports they have been finding them the last few weeks when they mix veletri. Number of cassettes effected or dates unknown. Cassette lot number(s) unknown. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.